Manufacturer narrative:
The angio-seal device instruction for use (IFU) states that if re-puncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site.

Event description:
Surgical findings showed evidence of a previous percutaneous puncture with calcification.

Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The 6f angio-seal sts plus was selected for use for a calcified right common femoral artery puncture. During angio-seal deployment, the device felt more tough than usual. Following deployment, a small amount of local bleeding was observed. Manual compression was used to achieve hemostasis. After a few hours, the patient presented with pain and an absence of pulses in the right lower limb. The leg was warmed and medications were prescribed, but the symptoms did not improve. The next day, thrombosis was observed in the right common femoral artery associated with the angio-seal device, which protruded into the artery lumen. A thrombectomy was performed and the angio-seal device was removed. The symptoms improved and the patient was discharged five days later.